Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any similar incident reported from this lot. All available information was investigated, and the reported difficulty grasping that resulted in entrapment of device was due to patient¿s challenging anatomy. The reported difficulty to remove was due to entrapment of the device. The partial clip movement was due to user technique/procedural circumstances. The reported foreign body in patient appears to be due to procedural circumstances. The reported patient effect of failure to deliver mitraclip to the intended site (foreign body in patient), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report clip caught on chordae, clip movement and foreign body. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral regurgitation and grasping was performed, but grasping was not successful (posterior leaflet not grasped). During the third grasp, the clip got stuck in the valve. It seemed that chordae got stuck with the tip of the clip. Troubleshooting was performed to free the clip, but the clip remained stuck. The physician decided to attempt a grasp and both leaflets were grasped successfully; therefore, the clip was deployed in place without incident. There was tension with the cds, so the clip tipped away in the anterior direction, pointing to the posterior-medial papillary muscle. The physician decided to use a second clip more central to further reduce mr and stabilize the clip. Two clips implanted reducing mr to 1. No additional information was provided.